Event description:
It was during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) for incorrect interpretation of signal. Programming changes were successfully implemented. The patient was stable.